Event description:
It was reported to medtronic neurosurgery that after reoperation on a patient, the surgeon saw that the durepair easily could be removed without any force. According to the report, the durepair had not grown into surrounding tissue.

Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).